Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was unable to move both legs and had abdominal pains in post-op on (B)(6) 2017. A CT scan revealed a hematoma at t8-t9. The original laminectomy was done at t8-t9. The physician decided to remove the entire scs system, and performed a second laminectomy from t7-t10, in an attempt to search for bleeding. No blood patch was done. The patient had regained some motor function during the t7-t10 laminectomy.